Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred during fluoroscopy only. The procedure was completed as expected. It was reported to philips that the image database was full. Review of the log file shows disk space related user message, confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the image drive full message appears on the system. To resolve the issue, fse removed the data drives and swapped them in the ippc and recreated the image store data base. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.